Event description:
Philips received a complaint on the v60 ventilator indicating that there were power issues of the device not charging and the unit turns itself on. The customer informed the remote service engineer (rse) that they replaced the battery and allowed it to charge for 24 hours. The battery led continued to flash, but the device would not operate on battery power. When plugged into an alternating current (ac) power source, the device powered on by itself. The field service engineer (fse) stated that the pm pcba replacement did not resolve the issue. This investigation is ongoing.

Manufacturer narrative:
On 20may2023, a philips fse went to the customer site and found the device was turning on by itself when connected to ac power. The customer was provided with a quote for onsite service and replacement parts (user interface printed circuit board assembly and motor controller printed circuit board assembly). The investigation is ongoing, pending the customers' acceptance or rejection of the service quote.

Manufacturer narrative:
The following parts were replaced pm pcba, data acquisition (da) pcba), mc pcba, power supply and cpu pcba. After the parts replacement, the issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.